Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found no significant anomaly; the extension¿s body was cut through and the product was segmented. Analysis of the lead (l/n va03gsj) found the lead¿s distal end conductor was broken. Analysis of the extension (s/n (B)(4)) found no significant anomaly; the extension¿s body was cut through and the product was segmented. Analysis of the lead (l/n v973526) found the lead¿s distal end conductor was broken.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3998, lot# va03gsj, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3998, lot# v973526, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider via the manufacturer's representative (rep) reported the cervical leads and extensions were explanted. It was noted the patient had an orthostatic blood pressure drop and passed out. When he came to, he noticed the stimulator was not working well. Impedances were checked and all contacts read out of range greater than 10000 ohms. It was unknown when the patient fell, but it was prior to the surgery. The patient had a lack of effect, intraoperatively, the leads were checked at the battery level. It was unknown if the impedances were checked at the leads without the extensions connected. The device was explanted and replaced with another manufacturer's the patient was getting good relief with that system according to the physician. Relevant medical history included spinal pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.